Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pain about 2 months after the implant') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included appendectomy in 2017, gerd from (B)(6) 2016 to (B)(6) 2019, multigravida, parity 5, breast pain, ultrasound breast, body mass index increased, ultrasound pelvis, pelvic congestion syndrome, back pain, low back pain, vomiting, migraine, headache, numbness, urinary tract infection, epigastric pain, obesity, gingival disorder, periodontitis, dental cavity, dysuria, dry eyes, nearsighted, conjunctival pigmentation, myopia, dizziness, nausea, acute maxillary sinusitis, fatigue, bloating, shortness of breath, vaginal discharge, bacterial vaginosis and post coital bleeding. Previously administered products included for an unreported indication: motrin, ibuprofen, dexlansoprazole and naproxen. Concomitant products included dexlansoprazole (dexilant) from (B)(6) 2016, etonogestrel (nexplanon) from (B)(6) 2013 to (B)(6) 2015, ferrous sulfate (iron) from 2005 to 2009 and omeprazole from (B)(6) 2018 to (B)(6) 2019. In 2011, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmennorhea (cramping)"). In (B)(6) 2017, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding") and menorrhagia ("abnormal bleeding (menorrhagia), my periods got havier with time, passing clots"). In (B)(6) 2018, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced anaemia ("blood or heart disorder/condition type: anemia"), abdominal pain ("abdominal pain") and coital bleeding ("spotting after intercourse"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea and coital bleeding was resolving, the dyspareunia and abdominal pain outcome was unknown and the anaemia had resolved. The reporter considered abdominal pain, anaemia, coital bleeding, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy notes: essure insertion date as per pfs is (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: tubal occlusion by essure device impression: non-patency of bilateral fallopian tubes with no spillage of contrast into the peritoneal cavity indicating adequate position and function of the essure micro inserts. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: pelvic pain. Most recent follow-up information incorporated above includes: on 14-apr-2021: pfs received : no new information added.imrdf/FDA codes error hence fu marked signi. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pain about 2 months after the implant') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included appendectomy in 2017, gerd from (B)(6) 2016 to (B)(6) 2019, multigravida, parity 5, breast pain, ultrasound breast, body mass index increased, ultrasound pelvis, pelvic congestion syndrome, back pain, low back pain, vomiting, migraine, headache, numbness, urinary tract infection, epigastric pain, obesity, gingival disorder, periodontitis, dental cavity, dysuria, dry eyes, nearsighted, conjunctival pigmentation, myopia, dizziness, nausea, acute maxillary sinusitis, fatigue, bloating, shortness of breath, vaginal discharge, bacterial vaginosis and post coital bleeding. Previously administered products included for an unreported indication: motrin, ibuprofen, dexlansoprazole and naproxen. Concomitant products included dexlansoprazole (dexilant) from (B)(6) 2016 to (B)(6) 2016, etonogestrel (nexplanon) from (B)(6) 2013 to (B)(6) 2015, ferrous sulfate (iron) from 2005 to 2009 and omeprazole from (B)(6) 2018 to (B)(6) 2019. In 2011, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2017, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding") and menorrhagia ("abnormal bleeding (menorrhagia), my periods got heavier with time, passing clots"). In (B)(6) 2018, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced anaemia ("blood or heart disorder/condition type: anemia"), abdominal pain ("abdominal pain") and coital bleeding ("spotting after intercourse"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea and coital bleeding was resolving, the dyspareunia and abdominal pain outcome was unknown and the anaemia had resolved. The reporter considered abdominal pain, anaemia, coital bleeding, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy notes: essure insertion date as per pfs is (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: tubal occlusion by essure device impression: non-patency of bilateral fallopian tubes with no spillage of contrast into the peritoneal cavity indicating adequate position and function of the essure micro inserts. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: pelvic pain most recent follow-up information incorporated above includes: on 2-nov-2020: pfs and mr received: "previously reported event injury to herself replaced with event pelvic pain female, other events abnormal vaginal bleeding, menorrhagia, dysmenorrhoea, dyspareunia, anaemia and abdominal pain and spotting after intercourse added. Reporter, onset date, severity, concomitant drug, medical history, lab test, historical drug , event outcome and rcc added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pain about 2 months after the implant') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included appendectomy in 2017, gerd from (B)(6) 2016 to (B)(6) 2019, multigravida, parity 5, breast pain, ultrasound breast, body mass index increased, ultrasound pelvis, pelvic congestion syndrome, back pain, low back pain, vomiting, migraine, headache, numbness, urinary tract infection, epigastric pain, obesity, gingival disorder, periodontitis, dental cavity, dysuria, dry eyes, nearsighted, conjunctival pigmentation, myopia, dizziness, nausea, acute maxillary sinusitis, fatigue, bloating, shortness of breath, vaginal discharge, bacterial vaginosis and post coital bleeding. Previously administered products included for an unreported indication: motrin, ibuprofen, dexlansoprazole and naproxen. Concomitant products included dexlansoprazole (dexilant) from (B)(6) 2016, etonogestrel (nexplanon) from (B)(6) 2013 to (B)(6) 2015, ferrous sulfate (iron) from 2005 to 2009 and omeprazole from (B)(6) 2018 to (B)(6) 2019. In 2011, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmennorhea (cramping)"). In (B)(6) 2017, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding") and menorrhagia ("abnormal bleeding (menorrhagia), my periods got havier with time, passing clots"). In (B)(6) 2018, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced anaemia ("blood or heart disorder/condition type: anemia"), abdominal pain ("abdominal pain") and coital bleeding ("spotting after intercourse"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea and coital bleeding was resolving, the dyspareunia and abdominal pain outcome was unknown and the anaemia had resolved. The reporter considered abdominal pain, anaemia, coital bleeding, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy notes: essure insertion date as per pfs is (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: tubal occlusion by essure device impression: non-patency of bilateral fallopian tubes with no spillage of contrast into the peritoneal cavity indicating adequate position and function of the essure micro inserts. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: pelvic pain. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 27-apr-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.